Event description:
It was reported by a sales representative that a revision surgery was necessary to remove two broken screws. Screws were originally placed (B)(6) 2009, the broken screws were at the top of the construct (l2-l4) failure level was l2. There was no interbody fusion or support at the level of screw breakage. Date of failure is unknown. Patient has had multiple spinal surgeries, previous anterior l5-s1, posterior l2-l4. Revision surgery took place (B)(6) 2012, and there were no complications during revision surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the transition 6.5mm ha polyaxial pedicle screw 45mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.